Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip has a scratch, switch box has a scratch, right/left knob has a scratch, upward/downward knob has a scratch, scope connector cover unit has a scratch, suction connector has a scratch, due to a cut on bending section cover; water tightness is lost, distal end has discoloration, connecting tube is snaking, parts must be replaced, adhesive around objective lens has discoloration, water tightness of forceps elevator is lost, and the universal cord has coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flex video scope experienced distal end defects (including lens and cover). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: defects of the universal cord/distal end/ connector/control section/related parts. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
During the device evaluation, the following reportable malfunction was found: leakage between the probe cover and the tip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction was made to the b5 for clarification of the reportable event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the leak between the probe cover and the tip could not be determined. The event can be detected and prevented by handling the device in accordance with the instructions for use: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.